Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1-9 was experiencing multiple clicks, failures, and would not open. A field service engineer inspected, tested, and replaced the mini engine. The drawer tested okay in diagnostics and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer continued to fail, and when recovered or recovering, it made a clicking sound and re-failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.